Event description:
A profyle combo operation was performed on (B)(6) 2011. Later, it was found that a screw came out of the plate. On (B)(6) 2011, a revision operation was performed. Two screws were extracted and two new screws were inserted. The head of two screws were found to be broken. On (B)(6) 2011, it was confirmed that the replaced screw came off again. Surgeon extracted all implants on (B)(6) 2012. The screw head was found to be broken even with this one.

Manufacturer narrative:
Investigation in progress but not yet complete.